Manufacturer narrative:
The aquabeam console was returned for investigation. Visual inspection was observed to have no physical damages or anomalies. Functional testing confirmed the reported event. No shorts or internal damage could be observed. The root cause is attributed to an electronic component failure and root cause source is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 21c01109 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 4 shows the list of peripherals which could cause the system to be not ready for use. Table 4: aquabeam robotic system status indications. Aspiration pump cover, cover of aspiration pump is open, close the aspiration pump cover over the aspiration tubing. Ensure there is no interference between tubeset and cover door. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent was scheduled for an aquablation procedure for the treatment of symptomatic benign prostatic hyperplasia (bph) as well as renal and bladder stone removal. Procept biorobotics corporation became aware that following the stone removal, the aquabeam handpiece was unable to prime due to an "aspiration pump cover error" being generated by the aquabeam robotic system. Multiple troubleshooting steps were taken to address the issue without success. As a result of this event, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.